Event description:
A peritoneal dialysis (pd) patient's contact called fresenius customer service and reported that the silk tape causes an allergic reaction to patient when he removes the tape from skin, he gets irritated skin with red blood dots after using it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).